Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was 295 mg/dl. Customer stated that drive support cap was normal. Customer stated that they insulin pump was exposed to high magnetic field was not confirmed. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test. Customer was declined to troubleshoot the insulin pump anymore, claiming that this motor error was a repeat event. The device will be returned for analysis.